Event description:
A report was received that the patient was experiencing pain in the right abdomen and right leg. It was also mentioned that the patient's pain was not device related but was procedure related. The patient was given hydromorphine.